Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, inhibition of pacing with asystole greater than two seconds. The thresholds, impedances and sensing are good and stable. They were unable to reproduce much noise with isometrics. Boston scientific technical services (ts) discussed electromagnetic interference (emi) could not be ruled out. There were no adverse patient effects reported. Additional information was received from the field representative that the sensitivity and duration were increased to address this issue.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.